Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to moisture. The customer states they got into leak with pump on. The customer's blood glucose level at the time of incident was unknown. The customer states the pump went blank after exposure. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.